Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found the instrument's pitch cable to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Failure analysis investigation also found the instrument's distal pulley had scratch marks/abrasions. There were scratches on the surface of the distal pulley. Failure analysis concluded that the scratch marks/abrasions damage may be due to mishandling/misuse. No other damage was found. Intuitive surgical inc., (isi) has conducted a device history record review for this device and did not find any non-conformances that were related to this reported event. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken pitch cable found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci myomectomy surgical procedure, fibers were noted to be protruding at the forcep joint on the fenestrated bipolar forceps instrument. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.